Event description:
It was reported the switch remained on. Testing and inspection of the switch revealed a defect in the switch, causing it to draw 100 volts of current at all times, although no lights were activated.